Event description:
A hybrid system with 4 wire carriages and bone screws was applied to a proximal tibia. Eleven days later, while the patient was in his hospital room, it was noted one of the wire carriages was broken. There was no injury to the patient. The entire carriage was replaced in the patient's room.